Manufacturer narrative:
On 02/06/07, a field service engineer inspected the laser and performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. On 03/15/07, an intralase clinical applications specialist (cas) provided surgery support and observed the site has been modifiying their laser settings on a continuous basis, against the advise of the cas. Additionally, the site has had on-going construction adjacent to the surgical suite since 2006 that is stirring up dust and debris in the area. An environmental company evaluated the surgical site and noted that the ventilation system was not working effectively, most likely due to an air filter that was improperly installed. Even though the site uses powder free gloves, white powder was observed on equipment and noted in the enviromental report. Ventilation system not working effectively and white powder found on equipment.other: ventilation system not working effectively and white powder found on equipment.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2007. Postoperatively the pt presented with stage 2+ diffuse lamellar keratitis (dlk) in left (os) eye. The next day, a flap lift and rinse was performed on os. The doctor opted to perform the flap lift and rinse as he was not going to be in the office for several days. Pt was treated with topical steroids and a bandage soft contact lens was place on os. The pt's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative uncorrected visual acuity (ucva) is 20/15 od and 20/20+2 os. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.